Manufacturer narrative:
Date received by manufacturer: 02-oct-2019, date of report: 02-oct-2019. The service technician confirmed the touch screen was functional at the time the issue occurred and the bezel was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the navigation ring (nav-ring) not working it is unknown if the device was not in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.